Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer stated that he was hospitalized due to hyperglycemia and pneumonia. The reported blood glucose reading was 1088 mg/dl. The customer declined to perform troubleshooting at the time of the call. The customer stated that the battery cap on the insulin pump was stripped. Nothing further was reported.